Event description:
It was reported that a loss of monitoring occurred when the cic (central station) lost communication with a 8 telemetry patients for approximately one hour. No injury or delay in treatment was reported. Ge healthcare's investigation into the reported occurrence is ongoing. A follow up report will be submitted once the investigation is completed.